Event description:
It was reported that the drain broke off with trocar removal. It was decided to leave the piece of drain in the patient. No interventions were required. Patient was discharged 2 days later.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The labeling and instructions for use were found to be adequate since states precautions to avoid the possibility of drain damage or breakage. (B)(4).